Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons had to be pressed multiple times at time. Customer's blood glucose level was unknown. Customer also reported that the insulin pump had several no delivery alarms and seems a bit slower while priming. The insulin pump will not be returned for analysis.